Event description:
Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged due to a missing brake cam and the zoom was intermittent due to a cracked load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.